Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, reservoir tube lip bent slightly inwards, missing retainer ring, missing reservoir tube o-ring, crack in the battery tube threads, crack in the case on the battery tube side which starts at the corner of the left belt clip rail, broken left and right belt clip rails, unscannable serial number label, missing display window cover, crack in the select keypad button, keypad overlay scratched, scratched case. The pump was received without a battery cap. In summary, the customer¿s report of a cosmetic damage was confirmed during visual inspection. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1712k was requested and it was returned for analysis.